Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The getinge field service engineer (fse) that encountered the issue, ordered and installed new batteries to fix the issue, and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site noted is (B)(4).

Event description:
It was reported that during service performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump had a battery #2 defective message. There was no patient involvement, and no adverse event reported.